Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated the pump only went empty once in (B)(6) 2015 due to the their hcp being arrested. The patient contacted a bunch of hcps to see if they would except (B)(6). The patient found a hcp to refill the pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an im plantable pump for non-malignant pain and failed back surgery syndrome. The patient's pump went empty twice in the past because the healthcare provider (hcp) was arrested ((B)(6) 2015). The patient had another hcp who was refilling the pump. The hcp referred the patient to the manufacturer for a listing of surgeons to replace the pump due to longevity, especially because of the potential for damage caused by the empty pump. No patient symptoms were reported. Additional information was requested from the consumer regarding event details. If additional information is received, a follow-up report will be submitted.